Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pre-generator change, externalized conductors were noted. All test results were within normal range. The physician decided to use existing lead and monitor remotely. The patient condition is stable.